Manufacturer narrative:
Expertise files analysis confirmed the reported loss of rf connection between the crt-d and the orchestra plus link. Its root cause could not be determined with certainty, but the rf communication was most likely disturbed by environmental conditions (nearby appliances/objects). No issue is suspected on the crt-d nor on the orchestra plus link.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2020 as a replacement of a previous device. After measurements were performed with the newly implanted device inside the pocket, rf connection was lost between the subject crt-d and the associated orchestra plus link and could not be recovered.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2020 as a replacement of a previous device. After measurements were performed with the newly implanted device inside the pocket, rf connection was lost between the subject crt-d and the associated orchestra plus link and could not be recovered.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2020 as a replacement of a previous device. After measurements were performed with the newly implanted device inside the pocket, rf connection was lost between the subject crt-d and the associated orchestra plus link and could not be recovered.